Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed three terminal legs were returned and the lead was severed. Analysis determined the lead was electrically continuous. Due the damaged condition of the lead, no further testing was performed. Analysis could not confirm the reported clinical observation.

Manufacturer narrative:
According to available information, this lead and device remain implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that post left ventricular assist device procedure, no oversensing was revealed. The patient with this device and right ventricular lead has an intrinsic atrial arrhythmia with fast ventricular conduction. The device had been reprogrammed to avoid inappropriate therapy. During a follow up visit, noise causing oversensing and pacing inhibition greater than two seconds asystole was noted on the right ventricular electrogram. In addition, noise was noted on the shock electrogram. The patient had experienced an inappropriate shock. The device was reprogrammed to monitor only. As the device has reached end of life and is for monitoring purposes only, no intervention decision has been made as of this date. No adverse patient effects were reported.